Manufacturer narrative:
Supplemental: correction to h6 evaluation codes method, result and component h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, during use on a patient, this 980 ventilator entered into back up ventilation mode. The device was available for evaluation. The service engineer (se) evaluated the device and during evaluation found a relevant diagnostic code in the ventilator logs and replaced the exhalation valve. Se also replaced oxygen sensor and touchscreen controller printed circuit board assembly (pcba) as secondary finding. The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One exhalation valve assembly was received for failure analysis. The ventilator powered up normally and no errors were recorded in the diagnostic logs. There was no fault found. The replaced component exhalation valve assembly did resolve the issue in the field; however, the returned exhalation valve assembly was analyzed and tested satisfactorily. With the information available a likely cause could not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that, during use on a patient, this 980 ventilator entered into back up ventilation mode. The patient was not removed from the ventilator as it continued to ventilate the patient. The patient was not harmed or injured as a result of the reported event.